Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Due to the batch being unknown, no DHR review can be completed.

Event description:
It was reported that the unspecified bd ¿ syringe had foreign matter present. The following was translated from chinese to english: there is a foreign object in the syringe needle, which should be debris from the syringe cap.

Event description:
It was reported that the unspecified bd ¿ syringe had foreign matter present. The following was translated from chinese to english: there is a foreign object in the syringe needle, which should be debris from the syringe cap.

Manufacturer narrative:
E.1. Initial reporter phone #: (B)(6). Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and/or lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.